Event description:
It was reported that there were telemetry issues between the patient's implantable neurostimulator (ins) and the patient programmers. The ins was implanted in (B)(6) 2009. The patient visited the implanting hospital where it was observed that there was no communication between the clinician programmer and the ins. It was noted the patient's ins capacity was adequate at follow up last year and no reason for the battery level to drop was determined. Communication with the patient revealed no issue that could account for battery depletion since last year. The patient did have an MRI about a year ago following disc herniation but it was felt it was not related to the current event because of the amount of time that had elapsed. No settings or other parameters could be obtained due to the inability to interrogate the ins. The physician was noted that the patient was checked within a few weeks to determine if the ins should be replaced or not. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the patient had not returned to the hospital and nothing further has been done with the device. The patient was reported as still using the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID 8840. Product type: programmer, physician. (B)(4).